Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: fpa. There were multiple common device name reported to be involved. The information for the additional device name is as follows: g.2. Common device name: intravascular administration set. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set eighty-three (83) sets of tubing were leaking. The sample was re-collected. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on:19-aug-2024. Investigation summary: bd received 6 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage during to injection/blood/urine collection with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage during to injection/blood/urine collection as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage during to injection/blood/urine collection based on customer and retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set eighty-three (83) sets of tubing were leaking. The sample was re-collected. There was no report of impact to the patient or user.